Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during connection of the right ventricular (rv) pace/sense connector to the cardiac resynchronization therapy-defibrillation (crt-d) device's rv pace/sense port a competitor hex wrench was used. It was not tightening /clicking on rotation in the header. The operator thought something had sheared or snapped off from the header. Therefore the crt-d device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): the device was returned and analyzed and no anomalies found; however there was grommet damage.

Event description:
It was reported that during connection of the right ventricular (rv) pace/sense connector to the cardiac resynchronization therapy-defibrillation (crt-d) device's rv pace/sense port, a competitor hex wrench was used. It was not tightening /clicking on rotation in the header. The operator thought something had sheared or snapped off from the header. Therefore the crt-d device was removed and replaced with a new device. No patient complications have been reported as a result of this event.